Manufacturer narrative:
(B)(4). Batch # m92440. The analysis results found that the mcm30 device was returned with the shaft bent at several locations and the cartridge cover broken at the tip. No functional testing could be performed due to the returned condition of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm if it was the device itself that was cutting the vessel or tissue? Or were the device clips cutting the vessel or tissue?

Event description:
It was reported that during an unknown procedure, at the beginning of the procedure the clamp doesn't clip but cut. Another like device was used to complete the procedure. There were no adverse consequences for the patient.